Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery alarm was confirmed via the log file and reproduced. A review of the submitted log file showed 132 events spanning approximately 2 days ((B)(6) 2019 and (B)(6) 2019 per time stamp). The controller appears to have been the patient¿s backup and was never connected to the driveline. On (B)(6) 2019 at 15:27, the backup battery fault alarm activated due to an ebb circuit fault. The alarm remained active throughout the remainder of the log file. No other notable alarms active in the log file. The returned system controller, serial number (B)(4), was able to support pump function for an extended period of time. During testing, the backup battery fault was reproduced. Visual inspection of the pcb revealed no irregularities and all components were within specification. Inspection of the connector on the ribbon cable that mates to the backup battery revealed that the crimp on the socket that mates with pin 1 of the backup battery was wider than the rest. A wide crimp could cause insufficient contact between the pin and the socket. Manipulation of the ribbon cable caused the backup battery alarm to activate. A manufacturing analysis task was previously opened to further investigate the wide crimp issue. The root cause for the reported event was determined to be a wide crimp; however, it may have been caused by excessive force by the user when connecting the backup battery to the controller or by repeated connections/disconnections of the backup battery over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While setting up the backup controller, the controller displayed a backup- battery fault alarm. Previous to the alarm, the backup battery and controller was hooked up to the power module/ system monitor. The controller was disconnected from the power module. The site attempted to install the backup battery in a new controller but the alarm returned. The patient received a new controller while in the operation room. No further information was reported.

Manufacturer narrative:
Section a2: corrected information